Manufacturer narrative:
The alleged sample was returned for investigation. The investigation results show an interference of the patient sample caused by macro fsh. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The serial number for the other module was requested, but not provided. The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys fsh assay results for 1 patient sample on a cobas e 411 analyzer (disk system). An interference with autoantibodies is suspected. The initial result was 64.7 miu/ml. The result using the clia method was 21.7 miu/ml. The result using the abbott method was 21.1 miu/ml. On (B)(6) 2024 the sample was tested on another module using the elecsys fsh assay and the result was 67.78 miu/ml. It was reported that peg (polyethylene glycol) precipitation testing was performed with the sample on another module and the "recovery rate of fsh was significantly reduced, and autoimmune ig-fsh complexes ("macro-fsh") were identified by gel filtration chromatography". Another peg (polyethylene glycol) precipitation test was performed on the sample using the abbott method and "the recovery rate of fsh dropped significantly.". The numerical values from the peg tests were not provided.